Event description:
Additional information: healthcare professional clarified that patient was injected to ck1, ck2, ck4, and m1 with juvéderm® voluma¿ with lidocaine. Prior to injection patient was pretreated with lmx-4. Six days after injection patient developed swelling to right chin. Seventeen days after injection patient was given another course of antibiotics for recurring swelling. Patient now has further swelling and requested more antibiotics. The reporter suspects a possible biofilm. Patient has additionally been treated with hyalase.

Manufacturer narrative:
Concomitant therapies: carbocestiene, montelukast, hydrex pink. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, tenderness, lump, infection, immune reaction, and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.

Event description:
Healthcare professional reported patient was injected with unspecified juvéderm® voluma¿ to the bilateral ck codes and lateral area of c1 bilaterally. At the time of injection patient was on day 5 of a clarithromycin course for congestion and ear ache, but patient "had not been pyrexial or systemically unwell." After injection the areas were massaged and there were no concerns. Six days later, patient reported the area under their right lip was swollen but not painful. Patient was seen and there was an area of swelling to the right lateral chin/marionette region with no erythema, no ecchymosis, no blanching, no warmth, but slightly tender on palpation. Patient also had a small pea sized lump on palpation, but not visible, bilaterally. Patient was prescribed cipro and pred to ¿cover the possibility of an infection.¿ patient was reviewed a week later and the swelling had started to settle within 2 days of treatment and there was only a small pea sized lump palpable from the oral cavity side. Four days later patient reported their swelling had recurred overnight, but no tenderness. Physician discussed the event with a colleague who noted it was ¿likely to be an immune reaction and that it would likely resolve spontaneously¿ and the patient should continue with antihistamines as they may help given the fluctuating nature of their symptoms. Patient¿s left lateral chin is now achy and the patient was advised to continue with antihistamines and use arnica tablets for the soft tissue swelling. Physician notes infection is a possibility but adds that they used hydrex pink before, during, and after with an aseptic technique. Physician also notes ¿fibrosis is a possibility but why would the swelling come and go.¿ physician discussed these potential etiologies with their colleague and ¿concluded that this therefore most likely an immune reaction.¿